Event description:
It was reported by the pt's wife that the pt presented with exaggerated spasticity, muscle rigidity and dysreflexia throughout the body. She reported a calculation error at last refill; the pump contained compounded baclofen, unknown concentration. The pump alarm was heard in 2008 and the symptoms began the same day in the evening. The patient's symptoms increased until the pt was hospitalized. The pump was refilled on the same day; the scheduled refill date was thirteen days later. Following the pump refill on three days after the original date, a "large bolus" reportedly equivalent to the daily dose of 900 micrograms/day was given. The pt was hospitalized in the ICU in a coma; it is unclear if the pt was hospitalized due to the underdose symptoms or the subsequent overdose following pump refill. It was determined that there had been a miscommunication about the refill date; the pump reservoir volumes were not reported. The reporter did not indicate if the alarm was verified or what type of alarm was heard. The pt was discharged from the hospital on the following month after 9 days in the hospital. The pt will be getting a pump replacement as soon as a new attending physician is found.

Manufacturer narrative:
.